Event description:
It was reported the front panel is cracked for top display. It was also reported the display is cracked. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken, it could not be confirmed that the display was broken. It was also noted that the lower case was broken, the display lens was broken, the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed one capacitor failed while measuring in-circuit. Battery removal test failed. After replacing a capacitor component the battery removal test passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure. (B)(4).